Event description:
Customer reported a concern about the use of the segmented cylinder applicator set. During assembling of the applicator, the flexible probe is inserted into the guiding tube of the cylinder and fixated. The customer did experience situations were the flexible probe does not remain in the position and is shifted by a slight movement of the pt. The customer reported that they had at least one pt treatment where this has happened. Further info about the exact circumstances are currently not available.

Manufacturer narrative:
A follow up of the MDR is expected and will be submitted as soon as the part is received and is investigated.